Event description:
It was reported that during procedure, the fiber tip broke. The procedure was completed with another fiber. There were no patient complications reported.

Event description:
It was reported that during procedure, the fiber tip broke. The procedure was completed with another fiber. There were no patient complications reported.